Event description:
A report was received that the patient is getting sporadic stimulation mixed with jolts. A bsn sales representative tried to reprogram the patient's device but was unsuccessful. The ipg was replaced.